Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (great than 600 mg/dl) on their blood glucose meter. The consumer administered 15 units of insulin and subsequently experienced a hypoglycemic event which did not require medical intervention. This led the consumer to believe that "hi" was an inaccurate blood glucose reading. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.